Event description:
The customer contacted baxter's technical service center to report a connection issue with the transfer set that occurred during an unknown period. The care giver(cg) stated that the transfer set fell apart, fell off the home patient's (hp) exit site and onto the floor. The baxter technical representative (tsr) advised the hp to contact the emergency services.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance (ps) spoke with the nurse regarding the reported issue. The nurse stated that the issue was resolved, and the patient was fine and did not get any infection. The nurse stated that they are not sure of any cause for the transfer set falling apart. The transfer set was discarded and the product code/lot number information was not available the reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.